Event description:
Report received indicated device caught on the stent and withdrawal difficulty. The pt was enrolled in the study for carotid stenting. The pt was asymptomatic. The target lesion was proximal of the left internal carotid artery with no occlusion in contralateral carotid artery. The lesion's length was 20.0mm and reference diameter 4.08mm with 80% stenosis. Total length of stented segment was 30.0mm. The lesion was eccentric and ulcerated. The lesion/vessel calcification and tortuosity was not documented. An arch type-ii was present. There was no occlusion in the contralateral side and lesion site and pre-dilated. One precise carotid stent was deployed at its intended location.

Manufacturer narrative:
The angioguard distal protection device was deployed successfully; however, it was difficulty to retrieve post stent deployment. It appears that when attempts were made to advance the capturing sheath, the sheath "became entwined in the stent." Is not clear the steps that followed however manipulation to remove the capturing sheath were made, however, ineffective. The issue was resolved by maintaining the positon of the deployment sys with the previously placed stent. A shuttle sheath was advanced over the embolic protection device and into the stent. This allowed to change the relationship of the deployment sys to the stent and the curves of the vessel such that it was no longer entangled. The angioguard was retrieved without further difficulty. Consequently the stent position changed during the above-mentioned maneuvers. The distal aspect of the stent was unchanged. The proximal portion of the stent moved approx 2 more mm distal. This did not interfere with the successful stenting of the carotid artery. The stent was post dilated using a 5mm by 20mm balloon. Angiography was performed and then the stent was post dilated using a 6mm by 20mm balloon. The final post dilatation resulted in 0% residual stenosis. The pt's neurologic exam was unchanged throughout the study. The pre-procedure medication was aspiring and clopidogrel. Discharge was made in 2008 with (0) nih score and aspirin and clopidogrel as directed. Lake region medical has review the device history records relative to the mfg, inspecting and packaging. This packaging lot contained 123 units, which were shipped on 10/18/2007. The history records indicate this prod was final inspection tested at lake region medical and was determined to be acceptable. This prod will not be return for eval and testing. Add'l info will be sent within 30 days upon receipt. This is one of two products involved in the same pt and reported under mfg number 9616099-2008-00693 and 1016427-2008-00077.